Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose drive support disk. Unit was received with missing end cap sticker.